Event description:
Bonanno suprapubic bladder drainage catheter was used as a chest drain. When removed, it was noted that part of it was missing. Reporter was unsure whether it became detached on removal or before.